Manufacturer narrative:
The lot was manufactured from may 28, 2019 - may 30, 2019. The device was received with a marking pointing at the spike port cap. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak at the administration port connector at the base of the spike port tubing. The reported condition was verified. The cause of the condition could not be determined, however, the most likely cause was due to inadequate or lack of adhesive being applied to the administration port connector when it was inserted into the spike port tubing during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the middle port. The leak was discovered during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.